Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx pro, part # m635wu60270 batch # 0036536264. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (weakness, numbness, balance problems) (hospitalization, imaging and medication required, rehabilitation). Risk review. A risk review was completed and confirmed that the event of cerebral vascular accident (cva) (weakness, numbness, balance problems) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study it was reported that stroke occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro laac closure device on (B)(6) 2025. On (B)(6) 2026, the patient reported to the hospital as having had a stroke. The patient experiencing a sudden onset of total loss of feeling in the right arm along with right leg weakness. Tenecteplase (tnk) was administered in the emergency department. Computed tomography (CT) scans were performed on both (B)(6) 2026 and (B)(6) 2026. The stroke was determined to be ischemic in nature. At the time of the event, the patient was taking plavix and aspirin. The patient was discharged to rehabilitation on (B)(6) 2026 due to residual symptoms. As of (B)(6) 2026, the patients walking had improved significantly, though mild imbalance persisted, requiring the use of a safety gate for support. Sensation in the right arm from the elbow to the fingertips had returned, but the patient reported limited control of the arm. The patient was discharged from inpatient rehabilitation on (B)(6) 2026.

Event description:
Reported via clinical study it was reported that stroke occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro laac closure device on (B)(6) 2025. On (B)(6) 2026, the patient reported to the hospital as having had a stroke. The patient experiencing a sudden onset of total loss of feeling in the right arm along with right leg weakness. Tenecteplase (tnk) was administered in the emergency department. Computed tomography (CT) scans were performed on both (B)(6) 2026 and (B)(6) 2026. The stroke was determined to be ischemic in nature. At the time of the event, the patient was taking plavix and aspirin. The patient was discharged to rehabilitation on (B)(6) 2026 due to residual symptoms. As of (B)(6) 2026, the patients walking had improved significantly, though mild imbalance persisted, requiring the use of a safety gate for support. Sensation in the right arm from the elbow to the fingertips had returned, but the patient reported limited control of the arm. The patient was discharged from inpatient rehabilitation on (B)(6) 2026.